Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), product type: lead. Product ID: 97791, lot#: n634445, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via a manufacturer representative (rep) that the lead pushed up one vertebral space during the anchoring process. During the removal of the anchor with the removal tool, the lead wire was sliced so it was decided to replace the lead. The lead was replaced and the physician used a different anchoring technique. It was noted that the issue was resolved. No patient symptoms were reported and the implantable neurostimulator (ins) was indicated for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.